Event description:
A user facility registered nurse reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak, visually observed coming out of the hansen line connection. The leak was visually observed. The machine, a fresenius 2008t machine, did not alarm (no alarm expected for an external leak). Blood leak test strips were not used. There was no defect or damage noted on the dialyzer or the hansen connections. The patient¿s estimated blood loss (ebl) was approximately 350 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: a2, h6

Event description:
A user facility registered nurse reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak, visually observed coming out of the hansen line connection. The leak was visually observed. The machine, a fresenius 2008t machine, did not alarm (no alarm expected for an external leak). Blood leak test strips were not used. There was no defect or damage noted on the dialyzer or the hansen connections. The patient¿s estimated blood loss (ebl) was approximately 350 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility registered nurse reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak, visually observed coming out of the hansen line connection. The leak was visually observed. The machine, a fresenius 2008t machine, did not alarm (no alarm expected for an external leak). Blood leak test strips were not used. There was no defect or damage noted on the dialyzer or the hansen connections. The patient¿s estimated blood loss (ebl) was approximately 350 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual examination of the sample, a delamination was observed on the cavity ID end of the dialyzer extending from approximately 350° to 45°, with the dialysate ports situated at 0°. No other damage or irregularities were noted on the returned sample. The leak is confirmed due to a delamination potentially caused by how the dialyzers are loaded into the potting carrousel, potting ratios, and conditioning carrousel media issues. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program.